Event description:
It was reported to philips there was a recurring pad error message. There was no patient involvement. The philips repair center provided a quote to the customer to replace the capacitor and therapy pca. As multiple parts were requested for replacement by the repair bench technician, we are unable to determine the cause of the reported symptom as more than one part was requested.